Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 02-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure deep introduced"), device expulsion ("right essure on bad place / not in correct position / it was in the uterine cavity") and genital haemorrhage ("hemorrhages") in a (B)(6) female patient who was to have essure (batch no. Ci3145 (invalid)) inserted. Essure was not inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "in the right fallopian tube, essure was curled up on itself". The patient's medical history included vaginal delivery, breast prosthesis implantation, penicillin allergy and breast prosthesis implantation. Concomitant products included estradiol (estreva), estradiol (oromone), fluoxetine hydrochloride (prozac), prazepam (lysanxia) and progesterone (utrogestan). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("placement of essure was painful"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), visual impairment ("vision and ocular problems"), endometriosis ("endometriosis"), endometrial hyperplasia ("hyperplasia, endometrium was 17 mm"), fungal infection ("mycosis"), menorrhagia ("menorrhagia") and menstruation irregular ("irregular cycle") and was found to have fibroma ("fibroma") and uterine leiomyoma ("intra-mural myoma"). The patient was treated with ulipristal acetate (esmya) and surgery (laparoscopic bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, abdominal pain, visual impairment, endometriosis, endometrial hyperplasia, procedural pain, fungal infection, fibroma, uterine leiomyoma, menorrhagia, menstruation irregular and pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, endometriosis, genital haemorrhage and visual impairment with essure. The reporter considered device dislocation, device expulsion, endometrial hyperplasia, fibroma, fungal infection, menorrhagia, menstruation irregular, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: essure removal intervention report on (B)(6) 2016: right essure intra-cavity. Left essure deep introduced. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: right essure was on bad place (intracavitary), impossibility to remove. Left essure deep introduced (not seen). Mammogram - on (B)(6) 2016: normal. Ultrasound breast - on (B)(6) 2016: normal. Ultrasound scan - on an unknown date: hyperplasia, endometrium was 17 mm; on (B)(6) 2015: intra-mural myoma, the rest of the examination was unremarkable; on (B)(6) 2016: endometrium was normal / right essure was slightly too low in the uterine cavity / left essure was well placed; on (B)(6) 2016: normal. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2019: it was identified by health authorities in (B)(6) that the case (B)(4) is the duplicate of this case (B)(4). New medical information reported in the case (B)(4) was transferred in this case: reporter and patient information was updated. Medical history included 2 vaginal deliveries, breast prostheses, allergy to penicillin (benzylpenicillin) and breast prostheses changed. Essure was inserted on (B)(6) 2014 and removed on (B)(6) 2016. Treatment drug included: esmya. Concomitant drugs included: prozac, lysanxia, estradiol, utrogestan and estreva. Events added: right essure on bad place / not in correct position / it was in the uterine cavity, left essure deep introduced, hyperplasia, endometrium was 17 mm, placement of essure was painful, in the right fallopian tube, essure was curled up on itself, mycosis, intra-mural myoma, fibroma, menorrhagia, irregular cycle and pelvic pain. The patient underwent to laparoscopic bilateral salpingectomy and removal of the essure on (B)(6) 2016. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure deep introduced"), device expulsion ("right essure on bad place / not in correct position / it was in the uterine cavity") and genital haemorrhage ("hemorrhages") in a 45-year-old female patient who was to have essure (batch no. Ci3145 (invalid)) inserted. Essure was not inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "in the right fallopian tube, essure was curled up on itself". The patient's medical history included gravida ii, breast prosthesis implantation, penicillin allergy and breast prosthesis implantation. Concomitant products included estradiol (estreva), estradiol (oromone), fluoxetine hydrochloride (prozac), prazepam (lysanxia) and progesterone (utrogestan). The patient was treated with ulipristal acetate (esmya) and surgery (laparoscopic bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, abdominal pain, visual impairment, endometriosis, endometrial hyperplasia, procedural pain, fungal infection, fibroma, uterine leiomyoma, menorrhagia, menstruation irregular and pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, endometriosis, genital haemorrhage and visual impairment with essure. The reporter considered device dislocation, device expulsion, endometrial hyperplasia, fibroma, fungal infection, menorrhagia, menstruation irregular, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: essure removal intervention report on (B)(6)2016: right essure intra-cavity. Left essure deep introduced. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6)2015: right essure was on bad place (intracavitary), impossibility to remove. Left essure deep introduced (not seen).. Mammogram - on (B)(6)2016: normal. Ultrasound breast - on(B)(6)2016: normal. Ultrasound scan - on an unknown date: hyperplasia, endometrium was 17 mm; on (B)(6) 2015: intra-mural myoma, the rest of the examination was unremarkable; on (B)(6)2016: endometrium was normal / right essure was slightly too low in the uterine cavity / left essure was well placed; on (B)(6)2016: normal. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-apr-2019: quality safety evaluation of ptc no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.